Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been taken to the emergency room (ER) with "borderline" diabetic ketoacidosis (dka). Patient's mother reported blood glucose levels remained >250 mg/dl despite delivering a manual injection per doctor's advice, so she rushed patient to the emergency room symptoms reported include hyperglycemia, nausea, dehydration and the presence of high ketones (180). The patient was treated with zofran and intravenous fluids; she was also given ondansetron (8 mg tablet), to be taken at home for nausea as needed. Additionally, patient's mother reported the pod's cannula was found bent. The patient was released after spending 2.5 hours in the emergency room. The pod was discarded.